Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer stated she went to hospital for broken leg but while there due to pain her sugars were out of control. Customer was removed off the pump due to hospital visit. Customer stated that she was discharged on (B)(6) 2015.